Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the alleged post implant inflammation and subsequent explant of the device. Inflammation is identified as a possible complication in the adverse reactions section of the instructions-for-use. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification should additional information be provided, a supplemental emdr will be submitted. Device evaluated by MFR? Discarded.

Event description:
It was reported that on (B)(6) 2018 the patient was implanted with a bard ventralight st mesh. As reported following implant inflammation was observed in the patient, and the mesh was removed. The date of the explant procedure was not provided. The sample is not available.